Event description:
The customer reported a blue fluid leak form the coulter act diff 2 analyzer and onto the counter. The instrument was running startup when the leak was noticed. The volume of the leak was 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. While troubleshooting the leak the fse found that the waste pump was faulty. The fse replaced the waste pump, which resolved the leak. The repairs were verified per established procedures. (B)(4).